Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and was assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any codes reappear and acknowledged this guidance.